Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was evaluated and found the following: front panel blinks, battery depletion, and damaged front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events (front panel blinks, no image) occurred due to a faulty converter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the front panel of the visera pro video system center was flashing and the image was defective. Sometimes the monitor image could not be seen and there was a blackout. The issue occurred during a diagnostic bladder exam procedure. The procedure was completed with the device after turning the power on and off. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. This event is under investigation. A supplemental report will be submitted upon receiving additional information.